Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Per customer, patient demographics will not be provided.

Event description:
It was reported that a channel error message occurred. Biomed replaced the upstream pressure transducer. The customer has stated no further information is available.